Manufacturer narrative:
No medwatch form was received the reported field event was confirmed. The outer insulation was damaged between 12cm to 15.5cm from the electrode tip. The sensing cables were exposed. It was noted that the connector boot was damaged and the sensing coil was fractured close to the connector ring. The damage found is consistent with that caused by fatigue. Electrical analysis found an intermittent open circuit. Lead impedance and high voltage integrity could not be measured due to the damaged lead.

Event description:
It was reported that the lead was explanted after the patient received inappropriate therapy due to oversensing. The lead was repaired eight months before in the proximal part of the lead. After explant, an insulation break was observed in the outer insulation at the distal part of the lead. The conductor cables were free outside the lead body.